Event description:
The customerreported to the service depot on (B) (6) 2009 that a colleague volumetric infusion pump began to make a constant beep and was found not to be infusing. The reported condition occurred during patient therapy. According to the hospital representative, there was no adverse event, patient injury or medical intervention has been reported related to this device. The software version for this device is currently unknown.there is no additional information available.

Manufacturer narrative:
Customer' s meter (B) (4) and strip lot 0918024 was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 368 mg/dl and 110 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete.